Manufacturer narrative:
Concomitant medical products: 439888 lead, implanted: (B)(6) 2016; dtba1qq ICD implanted: (B)(6) 2016.

Event description:
It was reported that the patient experienced anxiety after a lead integrity alert (lia) triggered due to noise and oversensing on the right ventricular (rv) lead. After further testing, it was determined that myopotentials were the cause of the sensing issue. Reprogramming was performed for the lead sensitivity, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.